Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and after dropping the gripper, the patient experienced a drop in blood pressure. The physician decided to prepare an intra-aortic balloon pump (iabp) before grasping the proceeding with the procedure. During the preparation of the iabp, the patient's blood pressure increased and the clip was implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and after dropping the gripper, the patient experienced a drop in blood pressure. The physician decided to prepare a intra-aortic balloon pump (iabp) before grasping the proceeding with the procedure. During the the preparation of the iabp, the patient's blood pressure increased and the clip was implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hypotension. Hypotension is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an intra-aortic balloon pump (iabp) was introduced. There is no indication of a product issue with respect to manufacture, design, or labeling.